Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had a device implant on (B)(6) 2018. Six weeks after the implant both noise and high impedance were noted. The physician reopened the patient¿s pocket and tugged on a lead and determined the implantable cardioverter defibrillator¿s set screw was insufficiently tight. The lead was removed, cleaned and tested and then re-implanted and the set screw was tightened. At this point the noise and high impedance disappeared. The patient was stable throughout.

Event description:
New information received noted the patient presented for a setscrew check on their implantable cardioverter defibrillator. During the procedure, the setscrew appeared fine. Fluoroscopy was performed which noted right ventricular lead dislodgement. The lead was repositioned which resulted in stable parameters. During the procedure, the left ventricular lead was dislodged. The right ventricular lead's setscrew had difficulty tightening but was able to be secured. The left ventricular lead's setscrew could not be tightened. The device and left ventricular lead were explanted. A replacement ICD was implanted and connected to the patient's chronic rv lead. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported field event of loose lead and impedance anomaly were not confirmed in the laboratory. Upon receipt, the lv is4 set screw was missing. The device was tested on bench and no anomalies were found. Due to the missing lv is4 set screw, the cause of the field event cannot be conclusively determined.

Event description:
New information received clarified that the noise previously reported was a result of non-sustained right ventricular oversensing. Further, new information reported that prior to the tightening of the set screw there was an absence of capture. Additionally, after the set screw was tightened it was noted that the capture threshold had returned to an acceptable level but subsequent testing indicated an appreciable capture threshold increase. A lead revision is anticipated.